Event description:
The patient reported loss of stimulation. During the lead revision procedure the surgeon noticed that the paddle lead was damaged and several contacts were dislodged from the lead. The surgeon retrieved all contacts from inside the patient. The paddle lead was explanted and replaced.